Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle detached when pulling the needle back up through the scope. The issue occurred during an endobronchial ultrasound-guided transbronchial needle aspiration and the procedure was completed with an olympus backup device. There were no reports of patient harm.